Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received log review only.

Event description:
The customer reported that 3ml of fentanyl was programmed to infuse at 1 mcg/kg/hr at 4:41pm. The dose was calculated as a weight based rate of 0.09ml/hr. The tubing was connected to the baby and the programming of the pump was verified by two nurses. At 8:40pm, a new rate was order and the pump was reprogramed to infuse at 0.15 ml/hr. At around 11:45pm, the nurse noticed that the medication was unexpectedly low at 0.2ml and she obtained a new medication syringe from the pharmacy. The pump module was sent to biomed for testing and the infusion was restarted using a new pump. The facility¿s biomed department tested the pump using a 10ml syringe of distilled water. The pump infused outside of the normal range. They indicated the pump could not be calibrated and removed it from service. There was no report of harm.

Manufacturer narrative:
Correction on initial report: the patient was an infant. The customer¿s report of an overinfusion was not confirmed. Review of the pcu event log shows that the syringe module received a remote IV request at 4:42 pm on (B)(6) 2018 for fentanylnic. The user then selected a 1ml bd syringe with 0.9148ml detected and started the infusion (rate = 0.0945ml/hr, vtbi = 0.9148ml). At 8:40 pm, the user changed the dose to 1.5mcg/kg/hr, which made the rate 0.1417ml/hr. At 12:29 am on (B)(6) 2019, the primary infusion completed and the infusion stopped (syringe empty). At 12:30 am, the user selected a 5ml bd syringe with 3.5927ml detected. The user restored and then started the previous infusion running at 0.1417ml/hr. At 12:39 am, the device was channeled off and the device was removed at 12:40 am. The volume recorded as being infused during this period was 0.9347ml. Only the device logs and customer dataset were received for investigation. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation.

Event description:
It was reported that 3ml of fentanyl was programmed to infuse at 1 mcg/kg/hr at 4:41pm. The dose was calculated as a weight based rate of 0.09ml/hr. The tubing was connected to the baby and the programming of the pump was verified by two nurses. At 8:40pm, a new rate was ordered and the pump was reprogramed to infuse at 0.15 ml/hr. At around 11:45pm, the nurse noticed that the medication was unexpectedly low at 0.2ml and she obtained a new medication syringe from the pharmacy. The pump module was sent to biomed for testing and the infusion was restarted using a new pump. Although requested, no further details or information regarding this event were provided. The facility¿s biomed department tested the pump using a 10ml syringe of distilled water. The pump infused outside of the normal range. They indicated the pump could not be calibrated and removed it from service. There was no report of harm.